Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip became detached. The tip was retrieved by flushing out the bladder. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was detached; therefore, the reported event is confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify further signs of breaks along the fiber body. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including glass cap detachment. Based on analysis results and information available, it is probable that the interaction between the user and device, caused or contributed to the observed fiber damage and reported event. The device instructions for use instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg, 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip became detached. The tip was retrieved by flushing out the bladder. The procedure was completed using another fiber without patient complications.